Manufacturer narrative:
As the affected unit was not returned for product evaluation, the failure could not be confirmed. Without its return, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As the complaint could not be confirmed, there is not sufficient evidence to determine a root cause. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of a monthly review.

Event description:
It was reported that there was a failure with a swan catheter. Model and lot number unknown. The event occurred in the operating room, during use, immediately post op. The rns were setting up the cables and monitor. The temperature reading was fluctuating between 37 to 110 degrees. There was an error message of "thermal filament error" that occurred. The clinicians exchanged the cables for different ones and exchanged the hemosphere monitor. But that did not resolve the issue. A non-edwards product was used, arrow percutaneous sheath introducer with integral valve side port. There was no patient harm or injury. The catheter was discarded at the facility and is not available for return.

Manufacturer narrative:
The product was discarded at the facility; therefore, it cannot be returned for evaluation. The model and lot number are unknown; therefore, the device history record review cannot be completed.